Event description:
Information received indicates the siderail controls are intermittent due to a cut siderail cable exposing bare wiring.

Manufacturer narrative:
The technician replaced the siderail cable to repair the bed.